Event description:
During preparation for a therapeutic urological stent replacement procedure, as they were removing the device from the packaging the end of the stent fell off. This complaint is linked to medwatch 6000043-2005-000111 as the issues occurred during preparation for the same procedure. There was no ill effect sustained to the patient. A third stent was successfully ultilized to complete the procedure.